Event description:
Medtronic received information regarding a navigation device outside of procedure. It was reported it was unclear whether there was a straight suction deformation, or whether verification could be done or not. There was no patient present.

Manufacturer narrative:
H3/h6: the straight suction was returned and analyzed. It was found that the suction was able to verify when attached to a known good tracker but with some difficulty. The divot error was 1.7 mm to 1.9 mm. Codes b01, c13, and d02 are applicable. Fdd codes a05 and a0709 were used. A05 reflects the potential deformation while a0709 reflects the verification issue. This regulatory report is being submitted due to retrospective review through CAPA: 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.